Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump is making a monotone beeping noise with no pauses and that the pump screen was frozen. Additionally, it was reported that the time and date changed to april. The user's blood glucose level was 175 mg/dl and it was confirmed that the user had an alternate method of insulin delivery available.